Event description:
During a follow-up interrogation, it showed the pt was having atrial flutter/fibrillation. In addition, the mode was found to be switched. Both the atrial and ventricular lead impedances had low values. Ventricular threshold measurements had an abnormal sequence of the pacing impulses. The device was programmed to vvi which was functional. The device was switched into standby mode with an engineering software and re-initialized about a week later. The device remains implanted.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. (B)(4) - abnormal pacing/sensing behaviors. Method: since the device remains implanted, the programmer files were reviewed. Results: the reported events suggests that some ram data were altered. The root cause of this alteration in ram could not be identified, but most probably results from a transient software error. Conclusions: normal behavior was restored through device re-initialization, no further actions needed.